Manufacturer narrative:
(B)(4). Outcomes to adverse event: unk. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the estimated blood loss? Can a detailed description of events that occurred throughout procedure be provided? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a whipple procedure, as the surgeon was transecting the portal vein with our ec45a stapler in a white reload, the stapler stapled but did not cut. They got a new stapler pce45a with a white reload, fired, partially cut and stapled and locked out. They got another white reload with pce45a and completed the case. Quite a bit of blood loss. The patient required a blood transfusion and expired. Specific details are not available at this time.